Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-8216-70 (B)(4) model description: artisan 2x8 paddle lead (with slotted electrodes), 70 cm

Event description:
A report was received that the patient would be explanted as the incision has not healed well and the physician wants to prevent infection.

Event description:
A report was received that the patient would be explanted as the incision has not healed well and the physician wants to prevent infection.

Manufacturer narrative:
Additional information provided indicated that the physician discovered that the patient had developed an infection. There was drainage at the pocket site. The physician believed that the infection was due to the patient being a heavy smoker. The ipg and lead extension were explanted and the lead was left in place. Culture results were positive for infection and the patient was placed on oral antibiotics. Model#:sc-3138-35 (B)(4) model description: lead extension, 35cm.

Manufacturer narrative:
The explanted devices were not returned to bsn because they were discarded by the medical facility. A review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the explanted devices found them to be satisfactor

Event description:
A report was received that the patient would be explanted as the incision has not healed well and the physician wants to prevent infection.